Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 6f/7f mynx control vascular closure device (vcd) would not go into the unknown sheath and subsequently became bent. Hemostasis was successfully achieved with another mynx control, which was used successfully. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). The device was used in an interventional procedure and used a retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The left common femoral artery was accessed. The vessel diameter was verified to be greater than 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd/calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. Excess force was not applied during insertion. The patient¿s body mass index (bmi) was not greater than 40 kg/m2. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed, and the stopcock was set in the open position. Neither the procedural sheath, nor the syringe were returned for analysis. The sealant remained in its manufactured position swollen by blood and partially exposed. The sealant sleeves presented an outward kinked condition. However, the atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter¿s working length was measured, and result was verified to be within specification. However, the slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample catheter sheath introducer (csi) was performed as is indicated in the IFU. However, due to the swollen condition of the sealant because the absorption of blood, the catheter was impeded from insertion into the csi. Per microscopic analysis, the sealant area was inspected with a vision system to obtain a magnified image, and it was observed that the sealant sleeve assembly presented an outward kinked condition, which made the sealant exposed. The sealant remained in its manufactured position, swollen/saturated in blood. No other outstanding details were noticed. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since it did not past the insertion/withdrawal test. However, the reported event of ¿atraumatic tip-kinked/bent¿ was not confirmed since there were no damages noted to that component; however, there was a severe outward kinked condition of the sealant sleeves noted. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sleeves. The exact cause of the failures experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (although it was reported that excess force was not applied during insertion), access site factors (there was moderate vessel tortuosity and moderate presence of pvd/calcium in the vicinity of the puncture site) and/or the condition of the sheath (although it was reported that there were no kinks/bends upon removal) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip of a 6/7f mynx control vascular closure device (vcd) would not go into the unknown sheath and subsequently became bent. Hemostasis was successfully achieved with another mynx control was used successfully. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). The device was used in an interventional procedure and used a retrograde approach. The deployer was mynx certified. A 7f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The left common femoral artery was accessed. The vessel diameter was verified to be greater than 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd/calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal. Excess force was not applied during insertion. The patient¿s bmi was not greater than 40 kg/m2. The device will be returned for evaluation. Addendum: per pe findings, the sealant remained in the manufacturing position swollen by blood and partially exposed.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.